Manufacturer narrative:
Section d9 was updated due to additional part return issue identified during product analysis. H3 device evaluation summary: was updated due to additional part return medtronic conducted an investigation based on all information received. It was reported that this pb980 ventilator failed the extended self test (est). The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. Based on the est failure code, sp replaced the inspiratory flow module(ifm) printed circuit board assembly(pcba). While performing est, the unit failed est again. Based on the est code generated, sp replaced the exhalation valve assembly(eva). The unit passed all calibrations and tests per manufacturer specifications at the time of service. One ifm pcba was returned to medtronic for analysis. Visual inspection of the returned ifm pcba found no anomalies. The ifm pcba was attached to test ventilator and powered up. During est, the unit failed circuit pressure test. After a thorough investigation, a faulty autozero solenoid (so1) on the ifm pcba was identified. One eva was returned to medtronic for analysis. A visual inspection was carried out on the returned eva, no anomalies were observed. The eva was attached to the test ventilator and powered up. The ventilator powered up normally and no errors were recorded in the diagnostic logs. During est testing, the ventilator failed circuit pressure test with 'exhalation auto zero solenoid not operational' message. Further investigation isolated the fault to the autozero solenoid (so1) on the exhalation sensor pcba of the eva. The ifm pcba and the exhalation sensor pcba were prior to the implementation of a change to address autozero solenoid (so1) failures. Investigation determines if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the reported event was isolated to a faulty autozero solenoid (so1) on both the ifm pcba and exhalation sensor pcba of eva. The serial number of the exhalation sensor pcba and ifm pcba are in scope of the existing internal corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator failed the extended self test (est). The ventilator was not in use on a patient at the time of the reported event. Reportability was reassessed based on the product analysis findings.

Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this pb980 ventilator failed the extended self test (est). The service personnel (sp) inspected the ventilator and confirmed the reported issue. Based on the est failure code, sp replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). While performing est, the unit failed est again. Based on the est code generated, sp replaced the exhalation valve assembly (eva). The unit passed all calibrations and tests per manufacturer specifications at the time of service. The eva was not returned to medtronic for failure investigation. One ifm pcba was returned to medtronic for further analysis. Visual inspection of the returned ifm pcba found no anomalies. The ifm pcba was attached to test ventilator and powered up. During est, the unit failed circuit pressure test. After a thorough investigation, a faulty autozero solenoid (so1) on the ifm pcba was identified. Analysis also determined the ifm pcba was prior to the implementation of a change to address autozero solenoid (so1) failures. Investigation determined if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the reported event was isolated to a faulty autozero solenoid (so1) on the ifm pcba. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator failed the extended self test (est). The ventilator was not in use on a patient at the time of the reported event.